Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced toxic anterior segment syndrome, left eye pain, tyndall, conjunctival inflammation, aqueous cells, conjunctival infection when an ophthalmic viscoelastic was used. Patient was given with steroids, antibiotics and non-steroidal anti-inflammatory medications. Symptoms were resolved. No further information expected as customer was unwilling to provide.

Manufacturer narrative:
Corrected information is provided in sections b.5 and h.10. Based on the information received following submission of the initial report, suspect product is ophthalmic handpiece and not the ophthalmic viscosurgical device for the reported event. The updated report for the suspected handpiece has been submitted under mfg report num. 2028159-2022-00947. No further reports will be scheduled under mfg report num. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that the reporter suspects ophthalmic phacoemulsification handpiece for the events.